Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer stated that he "had a patient that was unhooked from the monitor and the alarm wasn't heard. The alarm stopped for a period of time" and the patient coded.